Event description:
Complainant alleged that while attempting to treat a (B) (6) male pt for cardiac arrest, the device failed to discharge. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
The device has not been received for eval, and this complaint is still under investigation.